Event description:
During laparoscopy, tissue over left ureter was cauterized by metal hinges of bioplar scissors. Twenty-five watts of current were used. Last biomed check 8/94 on electrosurgical unit.